Manufacturer narrative:
The lot was manufactured november 24, 2015 ¿ november 25, 2015. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not allow flow of medication. The device was filled with 5.252 mg of fluorouracil dissolved in 264 ml of saline solution. The therapy was expected to last 44 hours with a flow rate of 6 ml/h. This was discovered before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured november 24, 2015 ¿ november 25, 2015. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.